Event description:
It was reported that the handpiece ran without being started prior to the start of a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the rotor and bearings, which were replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.